Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "the device turn off itself". No consequences or impact to patient were reported.

Event description:
The customer reported "the device turn off itself". No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit passed visual and functionality testing. Battery diagnostics were performed and the full charge capacity failed. The device turns off by itself when running on battery power due to battery having a low full charge capacity and depleting fast. A service history record review reveals that this unit was in the field for over 6 (six) months with no previous reported issues related to this reported event.